Event description:
It was reported that the intra-aortic balloon (iab) was inserted via the groin. At an unspecified time later the pump alarmed and blood was found in the gas line. The physician's assistant was paged and the iab was removed. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.